Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had blank display and there was crack on the screen of insulin pump. It was also mentioned that the insulin pump received multiple insulin pump error alarms. Blood glucose level was 204 mg/dl at the time of the incident. It was also reported that customer did received low battery alert prior to the off no power alarm. The insulin pump will be returned for analysis.